Event description:
The facility reported a fail code 570 found in the event history during biomed testing. There have been no reports of any pt incident.

Manufacturer narrative:
A request for the return of the device has been made.